Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported that during a transurethral lithotripsy, a ncircle delta wire tipless stone extractor was in use, but the handle did not function smoothly. After crushing the stones with a laser, the extractor was inserted into the endoscope to remove stones. One stone was successfully removed, but the user felt that the handle was not working smoothly; they stated that it felt 'gravelly, scratchy, or rough'. The difficulties were not related to patient anatomy. Another ncircle delta wire tipless stone extractor was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for the investigation with the handle and basket formation in the open position. The male luer lock adapter was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.3 cm in length. Visual exam noted the support sheath was slightly bowed. No kinks were noted in the basket sheath. A functional test determined the basket formation would not fully close when actuated. The handle was reset, after which the handle actuated the basket formation to the open and closed positions properly. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which cautions, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information available, investigation has concluded that while it is likely the basket assembly moved within the handle during use, preventing the basket from closing fully, there is insufficient evidence to determine a definitive cause for the issue. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a transurethral lithotripsy, a ncircle delta wire tipless stone extractor was in use, but the handle did not function smoothly. After crushing the stones with a laser, the extractor was inserted into the endoscope to remove stones. One stone was successfully removed, but the user felt that the handle was not working smoothly; they stated that it felt 'gravelly, scratchy, or rough'. The difficulties were not related to patient anatomy. Another ncircle delta wire tipless stone extractor was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.